Event description:
A facility reported: "product (cytal wound matrix ID wsm1015) was there on soft consignment, but reps were unaware because the lot# was not in move medical and not assigned to the rep. The hospital pulled the product; rep was not at the case and used it on the patient but failed to check the expiration date." No patient injury reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.